Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3 093-28 lot# v413239, implanted: 2010 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device "wasn¿t working". No further information was reported. If additional information becomes available, a follow-up report will be submitted.